Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Concomitant medical products- medical product - intramedullary plug lge, catalog#: 130613 lot#: 423370; oss rs poly tibial bearing 12, catalog#: 161028 lot#: 116580; oss rs poly fem bushings set/2, catalog#: 161034 lot#: 514240; oss poly lock pin, catalog#: 150478 lot#: 867330; oss poly tibial bushing, catalog#: 150476 lot#: 561550; ringloc bi-polar 28 x 43 mm, catalog#: 11-165210 lot#: 188960; 28 mm dia cocr mod hd -6 mm nk, catalog#: 163660 lot#: 101670; cocr troch cable 2.0 mm x 750 mm, catalog#: 120002 lot#: 656300; cocr troch grip 2.0 mm/medium, catalog#: 120007 lot#: 803950; oss finn mod prox fmrl lt, catalog#: 150458 lot#: 246640; oss 3 cm diaphysel segment, catalog#: 150464 lot#: 306070; taper adpt male oss/male cps, catalog#: 178550 lot#: 068450; custom rs oss seg fmr lt, catalog#: cp112247 lot#: 732540; oss segmental stacking adapter (qty 2), catalog#: 150483 lot#: 404100; oss rs axle, catalog#: 161035 lot#: 155280; oss reinforced yoke, catalog#: 150479 lot#: 607390; oss tib tray 63 x 100 mm, catalog#: cp112835 lot#: 659640. This report is number 16 of 16 mdrs filed for the same patient (reference 1825034-2017-00765 / 00766 / 00767 / 00777 / 00825 - 00835).

Event description:
Patient underwent a revision of the expansion clip having a new expansion clip implanted into the expandable component for unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a revision of the expansion clip having a new expansion clip implanted into the expandable component for unknown reasons. No further information has been provided.